Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. (Incorrect meter returned for evaluation) most likely underlying root cause: mlc-18 extremely high glucose. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 598 mg/dl. The customer's expected fasting blood glucose test result range is 128 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/22/2020 and test strips were opened a week a half ago. Customer declined to review the meter memory for previous test result history.